Event description:
During an incident on an unk date involving a female pt being monitored for chest pains and with no need to be shocked, this defibrillator prompted "service mandatory" and "low battery charge". The pt is now home and doing fine.